Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.

Event description:
It was reported that following a recent implant, patient experienced abscess at an unspecified implant site. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.